Manufacturer narrative:
Follow-up information received on 25-apr-2016: quality-safety evaluation of product technical complaint: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this medically-confirmed, spontaneous case report refers to a female patient who requested essure (fallopian tube occlusion insert) removal due to pelvic pain. Additionally, it was reported she had a complex ovarian adnexal mass. Pelvic pain is listed in essure's reference safety information, while ovarian mass is unlisted. Ovarian masses are a common gynecological problem and may have several etiologies including benign and malignant neoplasms. Its most common symptoms include pelvic or abdominal pain. In this case, the patient complained of pain almost 3 years after essure insertion and a complex ovarian mass was also reported. The temporal relationship between essure insertion and pain onset was weak and the reported ovarian mass could be an alternative explanation for patient's pain. However, given the limited information available and since pelvic pain may occur with essure therapy, causality between this event and the suspect insert cannot be excluded. The ovarian mass was considered unrelated to essure, due to event's nature and based on essure's safety profile. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
Follow up 29-jun-2016: follow up attempts have been completed, without response to date. Company causality comment: this medically-confirmed, spontaneous case report refers to a female patient who requested essure (fallopian tube occlusion insert) removal due to pelvic pain. Additionally, it was reported she had a complex ovarian adnexal mass. Pelvic pain is listed in essure's reference safety information, while ovarian mass is unlisted. Ovarian masses are a common gynecological problem and may have several etiologies including benign and malignant neoplasms. Its most common symptoms include pelvic or abdominal pain. In this case, the patient complained of pain almost 3 years after essure insertion and a complex ovarian mass was also reported. The temporal relationship between essure insertion and pain onset was weak and the reported ovarian mass could be an alternative explanation for patient's pain. However, given the limited information available and since pelvic pain may occur with essure therapy, causality between this event and the suspect insert cannot be excluded. The ovarian mass was considered unrelated to essure, due to event's nature and based on essure's safety profile. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was received.

Event description:
This is a spontaneous case report received from a physician in united states on 30-mar-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) placed on (B)(6) 2012 for permanent sterilization. Patient requested removal of essure due to pelvic pain. Patient presented with symptom on (B)(6) 2015. Patient also has complex ovarian adnexal mass. Company causality comment: this medically-confirmed, spontaneous case report refers to a female patient who requested essure (fallopian tube occlusion insert) removal due to pelvic pain. Additionally, it was reported she had a complex ovarian adnexal mass. Pelvic pain is listed in essure's reference safety information, while ovarian mass is unlisted. Ovarian masses are a common gynecological problem and may have several etiologies including benign and malignant neoplasms. Its most common symptoms include pelvic or abdominal pain. In this case, the patient complained of pain almost 3 years after essure insertion and a complex ovarian mass was also reported. The temporal relationship between essure insertion and pain onset was weak and the reported ovarian mass could be an alternative explanation for patient's pain. However, given the limited information available and since pelvic pain may occur with essure therapy, causality between this event and the suspect insert cannot be excluded. The ovarian mass was considered unrelated to essure, due to event's nature and based on essure's safety profile. This case was considered an incident, since device removal was required. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.